Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided images shows a controller with e7 error and the packaging confirming part number and lot number. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a release of plantar fascia procedure an e7 error message occurred when a new wand was opened and connected to the controller. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported with no patient injuries.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the device generated plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the customer provided images shows a controller with e7 error and the packaging confirming part number ach4041-01 and lot number 2060010. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. No containment or corrective actions are recommended at this time.